Manufacturer narrative:
A medtronic representative went to the site to test the system. Full system restart was able to restore system. System checkout and the system was fully functional and operated as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not clear estop. It took multiple reboots and the representative had to hit the e stop multiple times to get it to clear. There was no patient present.